Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 100 to 150mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is storage location is undisclosed. The test strip lot manufacturer's expiration date is 08/31/2017 and open vial date is undisclosed. The meter memory was reviewed for previous test result history: the 243mg/dl (B)(6) 2017 03:16 pm fasting: yes, 210mg/dl (B)(6) 2017 04:57 pm fasting: yes, 283mg/dl (B)(6) 2017 12:49 pm fasting: yes, 205mg/dl (B)(6) 2017 06:22 pm fasting: yes, 231mg/dl (B)(6) 2017 11:29 pm fasting: yes. Customer called in stating that her meter is reading high.